Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) wheels need alignment, not charging. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1-contact person-mfg site, g3, g6, h2, h3, h6 medical device problem code,type of investigation code, investigation findings code, investigation conclusion code, component code,, h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon initial inspections fse found only one of the wheels to be locked in the steer position. This caused the cart to run wobbly while pushing it. He unlocked the steer position from the wheel and checked for the pump to run smoothly. Fse performed a full pm to verify proper operation of unit, during pm and found the safety disk to be expired. Replaced and performed all pm testing and calibration and is now ready for clinical use.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6-(investigation conclusion).

Event description:
N/a